Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menstrual bleeding worsen") and device dislocation ("the implants had migrated deeper in uterine tubes") in a (B)(6) female patient who had essure (batch no. 50505073) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient is otherwise basic healthy, no concomitant medications. She had discontinued contraceptive pills 20 years ago. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("menstrual pain worsen"), dyspareunia ("a hard pain during sex"), coital bleeding ("vaginal bleeding during and after sex"), ovulation pain ("a hard ovulation pain"), metrorrhagia ("vaginal bleeding during and after strong exercise and despite of menstrual cycle"), the second episode of dysmenorrhoea ("pain during and after strong exercise and despite of menstrual cycle"), arthralgia ("joint pain"), urticaria ("urticaria all over the body") and fatigue ("continuous tiredness"). The patient was treated with surgery (salpingectomy and hysterectomy was performed on (B)(6) 2017) and surgery (salpingectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dyspareunia, coital bleeding, ovulation pain, metrorrhagia, the last episode of dysmenorrhoea, arthralgia, urticaria and fatigue outcome was unknown and the device dislocation was resolving. The reporter provided no causality assessment for arthralgia, coital bleeding, device dislocation, dyspareunia, fatigue, menorrhagia, metrorrhagia, ovulation pain, urticaria, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea with essure. The reporter commented: from the patient records, after essure insertion procedure it could be read that on the right side 2-3 spirals and on the left side 5 spirals remained visible. The removal surgery was performed, salpingectomy and hysterectomy were performed and also uterine cervix was removed. The reporter is waiting for the pathologist statement after the surgery. Operation went as planned and the patient is recovering from the surgery. Diagnostic results: during the essure removal surgery, the spirals were not visible in the uterus, but the surgeon could palpate them, that is the implants had migrated deeper in uterine tubes . Both essure implants were totally inside of the uterine tubes and the surgeon did not open them. The reporter is waiting for the pathologist statement after the surgery. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-apr-2017 for the following meddra preferred terms: menorrhagia: the analysis in the global safety database revealed 374 cases. Device dislocation: the analysis in the global safety database revealed 1128 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility or having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 6-apr-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented menstrual bleeding worsen (seen as menorrhagia). A total hysterectomy and removal of fallopian tubes was performed. During the removal procedure, the physician noticed the implants had migrated deeper in uterine tubes, seen as device dislocation. By the time of report, the patient was recovering from the surgery. The events are anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body, or a device dislocation into the fallopian tube, which happened in this case. Considering the nature of the event, a causal relationship cannot be excluded. This case was regarded as incident since a device removal was required (salpingectomy and hysterectomy). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menstrual bleeding worsen") and device dislocation ("the implants had migrated deeper in uterine tubes") in a (B)(6) female patient who received essure (batch no. 50505073). The occurrence of additional non-serious events is detailed below. Medical conditions: the patient is otherwise basic healthy, no concomitant medications. She had discontinued contraceptive pills 20 years ago. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("menstrual pain worsen"), dyspareunia ("a hard pain during sex"), coital bleeding ("vaginal bleeding during and after sex"), ovulation pain ("a hard ovulation pain"), metrorrhagia ("vaginal bleeding during and after strong exercise and despite of menstrual cycle"), pain ("pain during and after strong exercise and despite of menstrual cycle"), arthralgia ("joint pain"), urticaria ("urticaria all over the body") and fatigue ("continuous tiredness"). The patient was treated with surgery (salpingectomy and hysterectomy was performed on (B)(6) 2017). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). Essure was withdrawn. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, coital bleeding, ovulation pain, metrorrhagia, pain, arthralgia, urticaria and fatigue outcome was unknown and the device dislocation was resolving. The reporter provided no causality assessment for menorrhagia, device dislocation, dysmenorrhoea, dyspareunia, coital bleeding, ovulation pain, metrorrhagia, pain, arthralgia, urticaria and fatigue with essure. The reporter commented: from the patient records, after essure insertion procedure it could be read that on the right side 2-3 spirals and on the left side 5 spirals remained visible. The removal surgery was performed, salpingectomy and hysterectomy were performed and also uterine cervix was removed. The reporter is waiting for the pathologist statement after the surgery. Operation went as planned and the patient is recovering from the surgery. Diagnostic results: during the essure removal surgery, the spirals were not visible in the uterus, but the surgeon could palpate them, that is the implants had migrated deeper in uterine tubes . Both essure implants were totally inside of the uterine tubes and the surgeon did not open them. The reporter is waiting for the pathologist statement after the surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new information from reporter: essure removal procedure details, lot number and insertion procedure details were added. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented menstrual bleeding worsen (seen as menorrhagia). A total hysterectomy and removal of fallopian tubes was performed. During the removal procedure, the physician noticed the implants had migrated deeper in uterine tubes, seen as device dislocation. By the time of report, the patient was recovering from the surgery. The events are anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body, or a device dislocation into the fallopian tube, which happened in this case. Considering the nature of the event, a causal relationship cannot be excluded. This case was regarded as incident since a device removal was required (salpingectomy and hysterectomy) a product technical analysis is awaited.